Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging the patient¿s blood glucose (bg) was above 600 mg/dl without reported signs or symptoms of hyperglycemia. The reporter stated 18 units of rapid-acting insulin were injected into the patient in response to the alleged hyperglycemic event. It was reported that prior to the elevated bg reading, the pump alarmed it had delivered the maximum total daily dose (tdd) and the reporter increased the tdd following the alarm. It was alleged the pump failed to deliver insulin after the increased tdd. The reporter noted the basal rate was set correctly. A review of the pump¿s settings and history did not indicate any issues with pump function. This complaint is being reported because of the reported hyperglycemic event and alleged insulin delivery issue.